Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "incident description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock in two episodes. This system was tested in clinic and noise was able to be reproduced with manipulations of the sense b electrode. X-rays were completed with no indication of damage and system placement confirmed. This system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock in two episodes. This system was tested in clinic and noise was able to be reproduced with manipulations of the sense b electrode. X-rays were completed with no indication of damage and system placement confirmed. This system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.